Manufacturer narrative:
Evaluation shows that both top hanger bolts are loose plastic cracked around top right bolt hole. Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that one of the bolts on the left hand side has came completely out of the device. The dealer states that what ever is on the inside of the seat to hold it in that is missing.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that one of the bolts on the left hand side has came completely out of the device. The dealer states that what ever is on the inside of the seat to hold it in that is missing.